Event description:
The customer reported that there is an spo2 value difference between the philips monitors at the hospital, and the monitors currently used for blood gas (istat). No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there is an spo2 value difference between the philips monitors at the hospital, and the monitors currently used for blood gas (istat). No pt harm was reported. Further info from the hospital supports that the users are alleging that the philips monitor spo2 value is inaccurately high. Note that there is no philips specification for degree of coincidence between spo2 and blood gas measurements. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.